Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the nurse/administrator that the symptoms resolved following the second procedure. The iol was exchanged for a 2 diopter difference in power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An administrator reported following an intraocular lens (iol) implant procedure a patient reported being unable to see well. The lens was exchanged in a second procedure. Additional information was requested.